Manufacturer narrative:
The customer stated that the occurrence took place in the ccu, bed 145. A philips field service engineer (fse) remotely logged into the intellivue mx800 patient monitor to obtain and examine the audit logs. Furthermore, the logs were forwarded to philips product support engineering (pse) for evaluation. It was revealed that at 15:32:34 all alarms were paused, and at 15:34:37 all alarms were resumed. Additionally, at 15:34:35 an "ECG leads off" inop was generated, which was ended at 15:34:38. Philips remotely accessed the audit logs, which were also provided to pse for evaluation. It was revealed that the alarms were paused at the time of the ventricular fibrillation. Additionally, after the alarms were resumed, an inop "ECG leads off" was announced. The customer was informed of the results of the investigation by the fse. The device remains at the customer site. This complaint does not represent a product malfunction. The alarms were paused and an inop was additionally generated on the device, leading to the ventricular fibrillation not being announced at 15:33. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that on (B)(6) 2017 at 15:33, the "patient went into ventricular fibrillation (vfib), but the mx800 did not alarm. The staff were only notified of the patient in distress by the patient's family who were at the bedside." The device was used for monitoring at the time of the alleged malfunction. The patient went into ventricular fibrillation but the monitor did not alarm. An intervention was provided and the patient recovered. No further information regarding the gender, age, weight and height of the patient as well as the type of intervention was made available by the customer.